Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat esophageal stricture performed on (B)(6) 2026. During the procedure, as the balloon was being inflated, the clinician noticed water from the inflation gun discharging unexpectedly. Water was observed leaking from a hole in the balloon while it was positioned in the esophagus. Due to the device problem, they were unable to deflate the balloon, so the wire had to be cut. The scope was then removed, and the balloon was taken out separately because it would not fully deflate enough to pass back through the distal end of the scope. The procedure was completed using another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to have full recovered.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Imdrf device code a140101 captures the reportable event of balloon failure to deflate.